Event description:
Reported blood glucose results of 4.6 mmol/l and 8.0 mmol/l with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell outside the specified range. A retest was performed however the pt was unable to provide the result as an er2 message was appearing. Meter and test strips were replaced for the pt.